Manufacturer narrative:
H10. Additional manufacturer narrative: updated section h4. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as it was discarded. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 23mm valve implanted for four years, four months was explanted due to unknown reasons. A 23mm valved conduit was implanted in replacement.